Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6) . On (B)(6) 2023 at 7:26, the result from the meter was 6.9 inr. At 7:29, the result from the meter was 6.9 inr. Within four hours, the result from a laboratory using an unknown reagent was 5.1 inr. The laboratory result was reported and the patient was advised to lower the warfarin dose. No specific information could be provided. On (B)(6) 2023 at 6:52, the result from the meter was 4.3 inr. At 6:55, the result from the meter was 4.4 inr. Within four hours, the result from a laboratory using an unknown reagent was 3.2 inr. The therapeutic range was 2.5-3.5 inr. The frequency of testing varied from monthly to weekly and was based on the result obtained.

Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 4.9 inr; qc 2: 4.9 inr; qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient had been treated with antibiotics. Per product labeling: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer h3 other text : na.